Manufacturer narrative:
The investigation has determined that two non-reproducible, higher than expected, vitros tropi es results were obtained from two different samples from the same patient when tested on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3560 performance issue is not a likely contributor to the event. Vitros tropi es precision testing performed was within ortho acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Analysis of all vitros troponin I es lot 3560 complaints for non-reproducible higher than expected patient sample results was performed. This review identified no additional complaints for non-reproducible, higher than expected patient sample results. The complaint review does not indicate a quality performance issue with vitros tropi es reagent lot 3560. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was established that the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation and both affected samples were known to be hemolyzed and contained cellular debris, due to poor sample preparation

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report two non-reproducible, higher than expected troponin I results obtained from two different samples from a single patient using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient sample 1 result of 1.706 ng/ml versus the expected result of <0.012 ng/ml. Patient sample 2 result of 1.243 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es results were reported from the laboratory. However, a corrected report was later issued for the affected samples. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).